Event description:
It was reported that the atrial lead exhibited greater than 2500 ohms impedance. Capture and sensing values were good and a chest x-ray was inconclusive. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.